Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, prior to a transurethral lithotripsy using a ncircle tipless stone extractor, there was foreign matter discovered in the package. The foreign matter appeared like a piece of metal or a fragment of the basket sheath. Another device was used to complete the procedure. No adverse events to the patient were reported. Investigation - evaluation. Reviews of the complaint history, device history record, manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation. The device was returned in an open position. The shipping tray had a foreign matter secured between the top lid and tray that measured 1cm in length. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions, specifications, or quality control procedures. Pouches are inspected for defects when sealing and during a subsequent quality inspection process. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The returned device was found to have a 1cm long piece of foreign material secured in the tray between the top lid and base of the tray. The basket device had been removed from the tray, which indicates the foreign material may not have been in the same location when originally packaged. It is possible the piece of foreign material was not visible inside the pouch during quality control inspection but was visible when the tray was removed from the pouch by the user. Based on the available information, cook has concluded that the likely cause of this compliant was a manufacturing issue. However, since the pouch was open, it could not be confirmed that the foreign material was inside the pouch when sealed. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a transurethral lithotripsy using a ncircle tipless stone extractor, there was foreign matter discovered in the package. The foreign matter appeared like a piece of metal or a fragment of the basket sheath. Another device was used to complete the procedure. No adverse events to the patient were reported.